Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sec set no ports w/hanger dehp free leaked. The following information was provided by the initial reporter: material #: 11448964 batch/lot # : 20056667 it was reported that the tubing fell out of drip chamber and medication poured onto floor. Infusion nurse was preparing to administering a medication via a secondary set. Attached secondary line to primary line and reverse primed secondary line and hung bag on to pole. Tubing fell out of drip chamber and medication poured out onto floor.

Manufacturer narrative:
H.6. Investigation: one photo was returned for investigation, and separation was observed at the drip chamber connection site. The customer complaint of component damage could not be verified, but separation was confirmed. A device history record review for model 11448964 lot number 20056667 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with leak with lot #20056667 regarding item #11448964. H3 other text : see h.10.

Event description:
It was reported that sec set no ports w/hanger dehp free leaked. The following information was provided by the initial reporter: material #: 11448964 batch/lot # : 20056667, it was reported that the tubing fell out of drip chamber and medication poured onto floor. Verbatim: infusion nurse was preparing to administering a medication via a secondary set. Attached secondary line to primary line and reverse primed secondary line and hung bag on to pole. Tubing fell out of drip chamber and medication poured out onto floor.